Event description:
Manufacturer ref# 9680001-2022-00035. During a premature ventricular contraction procedure, a prolonged procedure occurred. The impedance displayed 999 and the signal appeared disturbed. The shape displayed abnormal on the computer approximately 50 minutes later. The connections were checked and the tactisys was restarted, which did not resolve the issue. The catheter was exchanged to continue the procedure. Then after 70 minutes, the same issue occurred again. The catheter was exchanged to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrode 1 read as an open circuit during electrical testing. Further testing revealed a fracture in the rf conductor wire just proximal to the weld joint on the rf plate, consistent with the open circuit detected and reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the impedance issue and subsequent delay were due to the fractured wire. The cause of the fractured rf wire remains unknown.